Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: asthma, respiratory problems, hives, dermatitis, diarrhea, vomitting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress.